Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported dislodged stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the stylet was removed from the 2.75 x 33 mm xience alpine stent delivery system (sds), the stent came off the sds balloon. No force was used and there was no damage to the packaging. The device was not used in the anatomy, and was replaced. A new xience alpine was used without issue. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.